Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29sep2022. H6: investigation summary: ten 2000e china products from lot 22015562 were received in opened packaging for investigation; no residual fluid was present in the device. The feedback provided by the customer indicates a complete occlusion was detected during priming of the smartsite component with a weigao syringe. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. The returned sample were then subjected to functional testing by connecting to a 50ml bd plastipak syringe from stock and flushing with fluid; in each instance, the smartsite piston opened and no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015562 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months. H3 other text : see h.10.

Event description:
It was reported while using a bd smartsite¿ needle-free connector, priming volume 0.11 ml the connector had flow issues because it was clogged. This occurred 20 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when the connector was in use, it cannot be pushed;

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd smartsite¿ needle-free connector, priming volume 0.11 ml the connector had flow issues because it was clogged. This occurred 20 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when the connector was in use, it cannot be pushed;